Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and was found to have discoloration on the extension tube. The main tube exhibited orange discoloration on the extension tube. No signs of mechanical damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had defective insulation. There was no patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested the device be returned for failure analysis testing. As of the date of this report, the product has not yet been received.